Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was free flow of solution during use of a solution administration set. The set was used with a colleague pump. This issue was observing during testing. There was no patient involvement.

Manufacturer narrative:
Received by MFR in follow-up MDR #1 was inadvertently submitted as 10/22/2022; this is being corrected to 12/22/2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: potential lot #: pe91w2, pe87n8, pe88r8 h4: the potential lot # pe91w2 was manufactured on 07/23/2022. H4: the potential lot # pe87n8 was manufactured on 09/30/2021. H4: the potential lot # pe88r8 was manufactured on 12/15/2021. H10: three (3) actual samples of unknown lot numbers were received for evaluation. Additionally companion samples of the suspect lot numbers were obtained as follows: (13) pe87n8, (3) pe88r8, (100) pe91w2. The samples were tested with the introduction of compressed air, pressure of 8-10 psi (pounds per square inch), submerged in water to evaluate tightness and flow, and to test the functionality of the flow cut and roller gripper assembly. The results of these tests did not show a failure. Functional infusion tests on hospital equipment (3-channel and 1-channel colleague infusion pump) were performed. The tests on the first two actual samples were uneventful. Tests on the third sample with a flow of 6ml/h was without intercurrence; the infusion performed with a flow of 20ml/h showed continuous flow with equipment in stop status. Infusion pump tests were performed on sealed companion samples on potential lots pe88r8, pe91w2 and pe87n8 which were uneventful. The reported condition was verified on the third actual sample. The cause of the condition was determined to be a manufacturing related issue. Dimensional tests observed that individual values outside the specified limits, at different points of the tube, can cause a change in the thickness of the tube, which may impact the quality and functionality of the set during the drug infusion process. The data presented in the history of the evaluated batches, are within the specified limits, considering the average of the values of the four points of the tube, however, when evaluating the results of the individual measurements, it is possible to observe small variations below or above the limits specified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.